Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In february 2024 the remaining battery longevity was 25 % and at current follow-up it was 13%. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleting due to constant magnet application and emitting tones. It was recommended to demonstrate the beeping pattern to the patient in-clinic and explain the safe distance required for any source of magnetic fields. The s-ICD remains in service. It was additionally reported that the s-ICD (implanted (B)(6) 2017) was explanted and replaced due to confirmed premature battery depletion on (B)(6) 2025. The longevity had dropped from 25% down to 12 % in 5 months. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In february 2024 the remaining battery longevity was 25 % and at current follow-up it was 13%. A request was made to have data from this device analyzed and data analysis confirmed the battery was depleting due to constant magnet application and emitting tones. It was recommended to demonstrate the beeping pattern to the patient in-clinic and explain the safe distance required for any source of magnetic fields. The s-ICD remains in service. It was additionally reported that the s-ICD (implanted (B)(6) 2017) was explanted and replaced due to confirmed premature battery depletion on (B)(6) 2025. The longevity had dropped from 25% down to 12 % in 5 months. The device is expected to be returned.